Event description:
Vns patient has experienced needle-like chest pain during stimulation that radiates from them sternum to left chest and down their left arm along with becoming diaphoretic. The pain reportedly started when the patient began training for long distance marathon racing. The patient participates in a strenuous exercise class that involves much running and sprinting and reportedly becmes symptomatic during stimulation cycles when exerting this much energy. With these symptome, patient ends up stopping and having to kneel down until the symptoms subside. The patient has a history of asthma but was recently cleared by their pulmonologist. The patient has stopped all activity pending consult with a cardiologist. Investigation to date has been unable to determine whether the patient's chest pain is cardiac-related as results of evaluation by cardiologist were not yet available in physician's records.

Event description:
Further follow-up revealed that the pt was cleared by her cardiologist. Cardiologist does not believe that the pt's chest pain is related to the vns therapy and believes that scar tissue may be the cause. The pt has been referred to neurosurgeon.